Event description:
Blood noted in the tubing after 2 days of use. Resident experienced difficulty during removal of iab. Perfusionist was called to remove iab. No replacement of iab as pt was in stable condition.